Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000458 and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a vizigo and observed air in the transparent area of the hemostatic valve part and drew air through the side port. Air contamination occurred when inserting and removing the catheter. Timing about 90 minutes after using the vizigo sheath. The vizigo sheath was replaced and the procedure was completed without any problems after that. Hemostatic valve failure. The hemostatic valve itself was not damaged. Additional information was received on 22-jan-2025. The air was confirmed in the transparent area of the hemostatic valve part. The physician might have noticed when he/she drew air through the side port, but there was no clear distinction. The air was not mixed in the patient's body. There was no additional treatment required. The length of the hospital stay was unknown. Additional information was received on 23-jan-2025. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. Additional information was received on 03-feb-2025. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No needle product was used with the vizigo sheath.